Manufacturer narrative:
Investigation results were made available. The device analysis couldn't be performed as the devices was not returned for investigation since it is still implanted. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had 2mm glenoid radiolucency at 6 months and 12 months. Review of received data: the x-rays at 6 weeks follow-up show a good sizing of the implants and correct implantation positioning. The x-rays of 6 months follow-up show a radiolucent line around the glenoid pegs. The implantation position is not changed. There is a radiolucent area visible in the axillary x-ray below the sidus head. The x-rays of 12 months follow-up have a different exposure compared to the previous x-ray. A slight radiolucency can be observed around the glenoid pegs (however, a direct comparison with the previous x-rays is not possible). The humerus is cranially situated and its distance to the acromion is reduced. The radiolucent area below the sidus head is not visible in the x-rays. The implantation report dated (B)(6) 2014 was received. The report describes the implantation of a sidus head and the glenoid component. No relevant information regarding the reported issue is available. The report of the follow-up visit dated (B)(6) 2014 (6 weeks), (B)(6) 2014 (6 months) and (B)(6) 2015 (1 year) were received. The reports state that the patient is doing well. In the 1-year follow-up it is mentioned that the x-rays show on the internal rotation that the acromial humeral distance is decreased, which could indicate some cuff pathology. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they are still implanted. Review of product documentation: the surgical technique sidus certifies the compatibility of the implants. Possible causes for the reported event according to dfmea : loosening or aseptic loosening due to wrong geometry of peg, wrong positioning, insufficient bone or due to wrong radii combination, normal use, overload, wrong positioning. Not possible as the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. Adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical technique contains all information. Additionally, the x-rays showed the correct anatomical positioning and the correct choice of the size of the implants. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as the x-rays showed the correct anatomical positioning and he correct choice of the size of the implants. Conclusion summary: based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an anatomical shoulder, glenoid, pegged, cemented, l on (B)(6) 2014 on the left side. It was also reported, that on (B)(6) 2016 in a mmi radiolucency was found: "mmi finding: 2 mm of glenoid radiolucency at 6 months and 12 months."